Manufacturer narrative:
Evaluation summary: a review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially, the records related to the mechanical testing of the textile batch (tsj0977, cqr391336 and cqr391286 and tsj1417, cqr391328) were found within qa specifications. The visual examination of the provided picture shows: the mesh was found contaminated by blood. The textile knitting pattern was found as expected (3ds and mrk). The mesh dimension and the collagen barrier could not be verified. A hole on about 2 x 4 pores is visible on the middle of the of the green mark (mrk). The reported condition was confirmed. At several steps of the manufacturing process, each device is manually controlled, and a visual examination is performed by the operator. Such a defect would have been detected and the product rejected. The product IFU states in chapter ¿warnings » that « 2. In order to maintain the elasticity and the porosity of the reinforcement, it is recommended that the mesh should not be overly stretched when it is being put in place. A moderate and equal tension should be applied in all directions for fixation in order to account for wound shrinkage during the healing process¿ and in chapter ¿operating steps ¿ positioning » that « 5. The edge of the reinforcement should be at least 5 cm over the edges of the defect(s). The technique used to anchor the mesh (suture or staples) is left up to the practitioner. It is suggested to fixate the mesh at a distance approximately 1cm from the edge of the mesh¿. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The root cause could be a user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair procedure, the mesh was damaged, because when the surgeon tried to insert the mesh into the patient's abdominal wall the middle part ripped. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.